Manufacturer narrative:
The distributor's getinge trained field service engineer (fse) was dispatched to evaluate this unit. The fse found that the safety disk may be loose due to external force. The fse re-fixed the safety disk and noted that the iabp unit pumped normally. The fse performed a pneumatic and leak test which were normal and the iabp functioned normally. Due to the expiration of the expiration date, it was recommended the safety disk be replaced. A supplemental report will be submitted when additional information is provided. The full name of the event site in block e1 was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would not pump normally. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g4, g7, h2 h6 (type of investigation), h10, h11.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge service representative reported that after the distributor's getinge trained field service engineer (fse) reinstalled the safety disk and cleaned the iabp, the iabp test were normal. It was recommended to the customer that when the age limit of the safety disk is reached, to be replaced. The iabp was then returned to the customer and cleared for clinical use.